Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5146460.

Event description:
It was reported that the patient's right ventricular lead was explanted due to fracture. The patient's condition was unknown.